Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for no delivery as insulin pump stopped delivering. Customer's blood glucose was extremely high and bloused. Customer's current blood glucose was not given. Customer performed troubleshoot for no delivery and did not resolve the issue. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received with minor scratched lcd window and cracked reservoir tube lip.